Event description:
It was reported that during implant device interrogation high capture threshold and helix was unable to extend on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of unacceptable threshold and unable to insert the stylet were confirmed. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, filars of the inner coil and internal conductor shorting consistent with procedural damage. No other anomalies were seen.